Event description:
It was reported that during a bilateral cerebral arteriograpy diagnostic procedure, catheter-flushing difficulties were encountered. The physician placed the angiographic catheter and he proceeded to perform an internal carotid angiogram, when he experienced resistance to flushing the device. He proceeded with power injection for the contrast study, which resulted in the patient receiving a sub-intimal injection and temporary thrombosis of the internal corotid artery. All of the contrast went into the wall of the vessel. Per the procedure notes. "Four separate selective catheterizations were made and 9 separate injections and 9 separate seriaolographic runs were obtained. During the left internal carotid artery injection, it was noted that no significant flow was identified within the distal cerebral branches. At this point, the catheter was pulled out into the common carotid artery and hand injection revealed focal narrowing of the mid portion of the cervical portion of the left internal carotid artery. A focal area of narrowing was estimated to be at least 1.0 cm in length and was estimated to result in approximately 50 to 60% luminal stenosis. At this point, a 2 cm ribbon of nitroglycerin was placed on the skin overlying the superior aspect of the neck on the left. This was followed by sublingual sprays of nitroglycerine in the total quantity of approximately 800 mcg. Follow up hand injection did not reveal any significant change in the focal narrowing of the occipital portion of the left internal carotid artery or within the intracranial cerebral hypoperfusion noted. The patient remained neurologically intact with full range of all four extremeties, sensory exam as well as normal mental status. Following completion of the left vertebral injection, the catheter, guidewire, and the sheath were removed and the puncture site compressed until hemostasis achieved. Pedal pulses were noted to be unchanged from the pre-procedural state. Repeat neurologic examination demonstrated normal mental status with normal motor and sensory evaluation including a full range of motion of all four extremeties. Facial motor movements were noted to be normal as well. No definite aneurism or vascular malformation could be identified." The catheter was removed and the patient was held for observation. Current patient status is reported as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.